Event description:
It was reported that stent moved on balloon occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.75 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion even after several attempts due to the stent was loose and the connection between the balloon was unstable. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 32/2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with distal and proximal stent struts flared. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
It was reported that stent moved on balloon occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.75 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion even after several attempts due to the stent was loose and the connection between the balloon was unstable. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.